Event description:
Implant warranty card was received for patient showing battery replacement due to battery depletion and lead replacement was performed but no reason indicated. Follow up communication determined that the lead was replaced because the patient had complained in the past of some discomfort related to the lead placement since 2011. No other relevant information has been received to date.

Event description:
Follow up communication confirmed that lead revision was for patient comfort only, nothing unusual was observed in regards to the lead and that device had reached eos for a while at time of implant. Patient chart was reviewed for most recent settings and provided. No other relevant information has been received to date.